Event description:
It was reported that the right ventricular (rv) lead had low impedances and the threshold was intermittently high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Sedr01 implantable pulse generator, (B)(6) 2007. (B)(4).